Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device become much more bendy or pliable. It was reported that the tube was kinked at the bite block, it was discovered immediately due to the ventilators alarm. It was stated that the tube was fixed by rearranging the tubing to be propped up and to straighten the tube. It was indicated that there was no ill effect to the patients patency check and suctioning.